Event description:
It was reported the colonovideoscope had scope communication error e238 occurred and no image was displayed. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code b30 occurred a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error e238 and no image was caused due to defects in the substrate inside the scope connector or faulty contacts. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.